Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to be interrogated due to completing a factory parameter upgrade, which occurs when the device has reached eol. In order to measure current usage, the battery was removed and an external power source was connected to the device. Internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded capacitor.

Manufacturer narrative:
Upon detailed analysis this event will be updated.

Event description:
Boston scientific received information that this patient complained of feeling unwell and was admitted to the hospital for an assessment. During this pulse generator (pg) interrogation it was noted that this device had triggered end of life (eol). Subsequently, this device was explanted and returned. No adverse patient effects were reported.